Event description:
The pt received his scs system on (B)(6) 2010. It was reported the pt had discomfort at the ipg pocket site due to the size of the ipg. The physician replaced the ipg on (B)(6) 2011 with a smaller ipg. It was reported the ipg was delivering effective stimulation, the only issue was discomfort.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.